Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for afib ablation. Prior to the procedure during an attempt to interrogate the device, the connection was lost and had to be reconnected. The programmer was rebooted thrice to complete the assessment and retrieve the required information. The patient was in the cath lab and it was unknown if any sources of electromagnetic interference was present. Undersensing was also noted which led to false pause and bradycardia episodes. Programming changes were made. The patient was in a stable condition.